Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 66 (mg/dl). The customer stated the low bg was due to exercising and not adjusting the insulin enough to compensate for the exercise. Carbohydrates were consumed to address bg level. A recommendation was made for the customer to discuss low bg levels with a healthcare provider.